Event description:
Related manufacturer reference number: 2017865-2023-93780. It was reported the patient presented for a generator exchange. During the procedure, the right ventricular (rv) lead broke off in the header of the implantable cardioverter defibrillator (ICD) and exhibited insulation damage. The rv lead was capped on (B)(6) 2023 and the procedure was completed using a new pacemaker and capped rv lead. The patient was in stable condition.